Event description:
When removing the catheter from the pt the dr noticed that the catheter appeared shorter than during insertion. He ordered a chest x-ray, where they discovered a portion of the catheter had remained in the pt. Pt returned to surgery for a thoroscopy procedure to remove the catheter.